Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4). On (B)(6) 2018, the meter results were 4.6 inr and 2.8 inr. The tests were performed five minutes apart using the same finger. On (B)(6) 2018, the meter results were 4.8 inr and 2.8 inr. The tests were performed 3-5 minutes apart using the same finger. On (B)(6) 2018, the meter results were 5.0 inr and 3.8 inr. The tests were performed 3 minutes apart using the same finger. The customer reported the second results to her doctor because they were within the therapeutic range of 2.0 and 3.0 inr. There was no allegation of an adverse event. The customer did not experience any bleeding or bruising, had no other changes in medication, and had been eating less. The customer had been taking tylenol for the past five days. The customer stated she was not anemic, did not have antiphospholipid antibodies, and did not take heparin or direct thrombin inhibitors. The suspect product was requested to be returned for investigation. Replacement product was sent. The customer had used all of the test strips so they were no longer available. Retention test strips (lot 286320) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.